Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error and had no button response due to corroded keypad traces. No display anomaly was noted. No moisture damage was found inside of the insulin pump. The insulin pump was received with a cracked case at the display window corner and minor scratches on the display window.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error and the buttons were not responsive and scrolling on their own. Customer's blood glucose was not recalled. The insulin pump had gotten wet after being splashed with water. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.